Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported, the up button of the infusion device was not functioning properly. Infusion device was requested for evaluation. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. Additional info was not provided.